Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2017; 6947 lead, implanted (B)(6) 2008.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was classifying ventricular tachycardia (vt) as supra ventricular tachycardia (svt) due to gradual onset and withheld therapy. The vt detection zone was decreased so that slow vt would fall into the detection zone. The device feature which helps prevent detection of sinus tachycardia as vt by evaluating the acceleration of the ventricular rate was also set to monitor-only. The patient was non-specifically symptomatic due to the slow vt and was treated with medication to return them to normal sinus rhythm. The device remains in use. A high left ventricular (lv) lead threshold had also been recently observed. The lead remains in use. No further patient complications have been reported as a result of this event.